Manufacturer narrative:
Evaluation summary: baxter failure investigation lab performed the analysis on the sample, which revealed there was leakage between minicap and the female connector. The small crack was observed at the bottom of the female connector. Results indicate confirmation of the reported event. Reference CAPA-05-02 for information on root cause investigation and corrective/preventive action relating to this complaint. Renal product surveillance and quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends.

Event description:
Baxter reports, "povidone lodine leaked from the connection between a transfer set and minicap." There was no patient injury or medical intervention reported by baxter.